Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at display window corner, cracked battery tube threads, and a cracked reservoir tube lip.

Event description:
Customer reported that there is a button error alarm and keypad anomaly. The blood glucose reading is 183 mg/dl. The insulin pump will be replaced. Nothing further reported.